Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open rash under the lifevest equipment. Patient described the area as red, open rash. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication for the skin irritation. Follow up indicated that the skin irritation improved.